Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer did not return product for evaluation.

Event description:
This is a non-us product malfunction. The event occurred in (B)(6). Consumer was removing a tampon and the tampon came apart inside her. The remaining pieces came out during urination.